Manufacturer narrative:
(B)(4). Concomitant medical products: 183006 - vanguard cr ilok fem-rt 62.5 - 43380. 183522 - vngd cr lip tib brg 12x63/67 - 70470. 184764 - series a pat std 31 3 peg - 964590. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right tka and was subsequently revised due to tibial subsidence approximately 9 years later. Attempts have been made and no further information has been provided.